Event description:
Out of the abundance of cautious, this case is reported to FDA. Following intravascular ultrasound (ivus), balloon angioplasty was performed with a scoreflex nc balloon from the calcified distal to the mid rca. The balloon was inflated to 18 atmospheres. Stents were placed. Imaging was performed and revealed no issues. Following balloon angioplasty with a sapphire nc plus balloon through an 80% calcified, 4.5 mm lesion in the mid right coronary artery (rca), ivus revealed a perforation. The physician experienced difficulty when attempting to perform balloon angioplasty with nc trek balloons. Following the placement of a ventricular assist device, balloon angioplasty with a nc trek balloon was performed to resolve the perforation. Blood was removed via pericardiocentesis, and cardiopulmonary resuscitation was done throughout procedure. Following balloon angioplasty to resolve the perforation, imaging revealed an open rca with no perforations. The patient was then moved to the ICU in stable condition. As of the following day, the patient was extubated, speaking and in good condition. In the opinion of the physician, the cause of the perforation was due to calcium with no place to go following dilation and an underestimation of disease progression. The balloon will not be returned. Additional information was received from distributor on (B)(6) 2022: the calcium was underestimated and the physician experienced difficulty when attempting to make the stent perfect while posting. In opinion of physician the calcium was the cause of the perforation and in retrospect physician would have stopped after stent placement. Post-dilation, it was observed that the calcium had nowhere to go, and in retrospect the lesion have pretreated but disease progression was underestimated. The balloon did not burst. The perforation was not caused by a balloon burst. (The day after the procedure.) Patient last friday was extubated, speaking and doing great.